Event description:
A (B)(6) female pt contacted zoll customer support to report a defective electrode belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (defective electrode belt) has been confirmed. As received, the trunk cable connector was cracked causing communication errors. The root cause of the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.